Event description:
Treatment of an aneurysm located in the left ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline (4.50mm x 16mm) embolization treatment. During the procedure, it was reported the pipeline could not be released from the capture coil. The pipeline was then removed from the patient by trapping the pipeline braid between the capture coil and the marksman catheter. A second device was deployed without issues. The patient was reported to be fine. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline and pushwire were returned for evaluation without the catheter. The evaluation could not determine the cause of the event as the pipeline was found already released from the capture coil and fully opened; however, the capture coil and braid were found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).